Event description:
It was reported that a spectrum pump had an infusion issue, later clarified as an over infusion. The intravenous (IV) solution ordered was 3% sodium chloride at 25cc/hr. After a 500cc bag as hung it should not have needed changed for 20 hours and 20 minutes however after 6 hours the bag was empty and pump read that 270cc was infused and there was still 230cc volume to be infused. The event occurred during an unspecified process step in the pharmacy department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.